Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on additional information received from the edwards lifesciences representative. The following sections of this report have been updated: additional information added to b5 and additional information added to d6b. Investigation is ongoing.

Event description:
The patient underwent surgical aortic valve replacement, and the 26 mm sapien 3 was explanted approximately 6 years and 2 months post implant.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, a device history record review and lot history review were not performed. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed. While edwards durability testing of sapien 3 valve meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability, bioprosthetic valves are known to have a limited life span due to valve degeneration /deterioration. Valve degeneration/deterioration, including stenosis, is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is a potential event associated with bioprosthesis heart valves per IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and not a design or manufacturing deficiency; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (implanted on 01-dec-2016). There is no evidence of a design and/or manufacturing deficiency contributing to the reported event. Therefore, risk management file review is completed, and additional assessment of the failure mode is not required at this time. The valve degeneration was confirmed based on the medical record. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to insufficient information provided, a root cause for valve degeneration noted approximately 6 years post-implantation was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Corrective and preventative actions are not required at this time. H3 other text : device not returned to manufacturer.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 6 years and 1 month post implant, a 26 mm sapien 3 valve in the aortic position implanted via transfemoral approach was evaluated for work-up due to mild-to-moderate perivalvular leak and severe stenosis. A tee was performed approximately 6 years and 14 days post implant which revealed severe stenosis and regurgitation. Additionally, the patient was reported to be experiencing dyspnea upon exertion. The patient is scheduled for surgical aortic valve replacement of the sapien 3 valve.

Manufacturer narrative:
Investigation is ongoing. Device currently remains implanted. Device not returning to manufacturer.